Event description:
The nurse alleged that a pt on a rental totalcare bed was being turned during a diaper change, and the pt allegedly fell from the bed when the left intermediate side rail dropped to the lower position. The nurse stated that the pt lift team caught the pt and she did not fall to the ground, but was lowered down. No pt injury

Manufacturer narrative:
The technician and nurse inspected and tested the side rails, and could not duplicate the failure.